Event description:
Patient was on electrical stimulation (interferential current (ifc)), set up was over right upper trapezius. Reports feeling a sudden surge of electricity which was painful and then a few seconds later felt a second stronger surge of electricity. Then reports feeling as if machine then died and no longer was putting out electricity. At that time he activated call button and the rehabilitation aide came over. Stated that the surges were painful but he was fine and not in pain, but wanted to alert us that he believed the machine to be malfunctioning. Patient was immediately removed from the machine. Manufacturer response for stimulator, dynatornics (per site reporter) : manufacturer sent us a long form to be filled before they investigate or send us a loaner.